Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set approximately twenty minutes after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. The photos and video showed a leak at the level of the drain bag sealing near the stopcock. This component is provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.